Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm apex balloon. The physician attempted to perform ivus; however, the non bsc ivus catheter was unable to cross the lesion. A 2.50x16mm taxus liberte stent was then advanced to the rca, but was unable to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent was damaged. The guide wire was exchanged to another non bsc wire and 2.50x12mm taxus liberte was advanced to the lesion and was successfully deployed. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).